Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump won't turn on. The customer's blood glucose (bg) level was 193 mg/dl. Ultimately, the pump successfully charged. Reportedly, the customer continued to use the pump for insulin therapy.